Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument, false positive results were obtained. Confirmatory test was performed to verify results. There were no results reported to physicians and there was no patient impact. The following information was provided by the initial reporter: "on saturday, the negative control was positive (ct30), and when another sample that was positive at about ct30 was remeasured, it was negative, so there is a possibility of contamination inside the device. The negative control was located at b 12, and the positive sample at ct9 was located on the a side."

Manufacturer narrative:
This complaint is on qc failure and therefore, not reportable. Cancel MFR report #1119779-2022-01138.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument, false positive results were obtained. Confirmatory test was performed to verify results. There were no results reported to physicians and there was no patient impact. The following information was provided by the initial reporter: "on saturday, the negative control was positive (ct30), and when another sample that was positive at about ct30 was remeasured, it was negative, so there is a possibility of contamination inside the device. The negative control was located at b 12, and the positive sample at ct9 was located on the a side.".